Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (concentration and dose unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2016 it was reported that the pump and catheter were removed due to an infection on (B)(6) 2016. Per the patient, the infection started 1.5 years ago when they tried to do a catheter test and the fluid that was aspirated was a dark colored urine. During the surgery, when the pump was removed, the doctor told the patient that he thought that he cut the patient's bowel because the infection was so bad, but he really didn't the patient was given antibiotics. The situation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.